Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin. The customer's blood glucose level was 136 mg/dl. The customer confirmed that the cartridge would be reloaded, and declined further follow-up from tandem technical support.